Event description:
Allegedly, patient was revised due to profemur modular neck fractured. Additional information received on 09/10/2020 from (B)(6): adding product information. Additional information received on 09/24/2020 from (B)(6): updating product information.